Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A coordinator reported that during an intraocular lens (iol) implant procedure, the lens was damaged. Additional information was requested.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The product was returned for analysis and the reported damage was observed. Additional observations were as follows: intraocular lens (iol) returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is scratched/marked-rejectable with loose fibers & particulate. We are unable to determine the root cause for the reported complaint "lens damage". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).